Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient died due to air embolism. During a cryoablation procedure, a polarsheath steerable sheath was used to treat atrial fibrillation. It was noted that air was unintentionally introduced into the left atrium through the side port of the sheath due to the absence of a three-way stopcock on the lateral purge line. Despite immediate resuscitative efforts managing to stabilize the patient's hemodynamic condition, the widespread presence of air led to diffuse cerebral edema which resulted in the patient's death. It is unknown whether the device will be returned for analysis. It was further reported that on november 06, 2025, the patient passed away in early (B)(6) 2025. The exact date was not confirmed, but it appears to have been the day after the procedure. No autopsy was performed. The death was suspected to be directly related to a design feature of the cryoablation polarsheath, specifically, the absence of an integrated three-way stopcock on the lateral port, which allowed air to enter the left atrium. At the time of insertion, no stopcock was connected to the side port. A standard flushing syringe was connected to the main port, and no dedicated flushing system model was used. The physician observed air entering the left atrium during deep inspiration before the stopcock was placed during surgery. No other issue with the sheath used; rather, it was a handling error that could potentially be minimized by including a three-way stopcock in the polarsheath package kit. The device will not be returned for analysis as it has been disposed of.